Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose, blank display and battery out limit alarm from the insulin pump. The customer's blood glucose level was 480 mg/dl. The customer treated with a bolus. The customer mentioned he was legally blind and his caregiver was there. The caregiver changed the battery and the pump was off for a while. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did return. The insulin pump will not be returned for analysis.